Event description:
Consumer reports on (B)(6) 2010 8:22a.m. Protime inr result 1.5 seconds 19.6 the doctor requested the pt come in with the protime instrument and have a test performed in the lab. On (B)(6) 2010 at 14:38 protime inr 1.3 seconds 17.0. The lab inr was 2.1. The customer received a new battery and charged the instrument and the battery seemed to resolve the power issue. On (B)(6) 2011, after fully charging the battery the customer tested on the protime and the inr results was 1.3 pt seconds 17.0. The pt has not had any coumadin changes, but stated the doctor did not feel comfortable changing the dosage until they run a side by side comparison between the protime and the lab. The pt will return to the doctor's office on (B)(6) 2011 for side by side comparison. The pt target range is 2.0-3.0.

Manufacturer narrative:
(B)(4). Method, result, conclusion: MFR / eval / investigation pending product return from consumer.